Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. After displaying the code, the device was unable to be interrogated. It was also noted that there was no evidence of pacing and that the patient's intrinsic heart rate was 40 beats per minute (bpm). Device replacement was recommended. This device was explanted and has been requested to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated and exhibited no pacing output. The device case was removed to facilitate inspection of the internal components. Battery voltage was measured and found to be lower than expected. The voltage was not high enough to support proper device function. Detailed testing of the battery indicated a possible internal short. A computed tomography (CT) scan of the battery was completed. An anomaly was noted and, as such, destructive analysis of the battery was completed. Analysis found an internal short within the battery due to the cathode and back anode collector being in contact with one another. This short resulted in a high current draw which prematurely depleted the battery.

Event description:
This device was returned for analysis.